Event description:
A pacific xtreme pta balloon catheter was used for post-dilatation following use of the amphirion deep balloon in the right peroneal. An amphirion deep pta balloon catheter was used to treat restenosis of the right peroneal approximately 20 months post index procedure. The same day, an amphirion deep pta balloon catheter was used to treat restenosis of the right ata approximately 20 months post index procedure. A dissection occurred and a maris deep peripheral self-expanding stent was used to treat the dissection. An amphirion deep pta balloon catheter was used for post-dilation. Brain stem infarction was reported to have occurred approximately 29 months post index procedure. Event was treated with medication but the patient expired. Investigator indicated that the event was not related to the study device or procedure.

Manufacturer narrative:
Results: stenosis. Stroke, peripheral vascular disease. Conclusions: stenosis. Stroke, peripheral vascular disease. (B)(4).

Event description:
During index procedure the physician used two amphiprion deep balloon catheters, one for the treatment of the peroneal artery and one for the treatment of the anterior tibial artery of the right leg. It was reported that approximately 14 month post index procedure the patient had a target vessel revascularization of the peroneal artery and anterior tibial artery due to worsening of pad right using non medtronic balloons. Investigator has assessed that the events were not related to the device or the procedure. It is reported that the patient recovered. On the same day restenosis of target lesion was reported. The patient was treated with nitro ia. The investigator has assessed that the event was not related to the device and highly probably related to the procedure. It is reported that approximately 17 months post index procedure the patient had a target vessel revascularization of the right ata due to worsening of the pad right using an inpact amphiprion drug eluting balloon. Investigator has assessed that the event was not related to the device or the procedure. It is reported that the patient recovered. It is reported that approximately 20 months post index procedure the patient had a target vessel revascularization of the right ata right due to re-occlusion using an amphiprion deep balloon. Device was successful but a dissection occurred. Dissection was left untreated. Investigator has not assessed the event for relatedness to device or procedure. On the same day the patient had a target vessel revascularization of the peroneal due to restenosis using an amphiprion deep balloon. Investigator has assessed that the event was not related to the device or the procedure. Device was successful but a dissection is reported to have occurred. The dissection was treated with a maris deep stent. Investigator has not assessed the event for relatedness to device or procedure. It is reported that approximately 29 months post index procedure the patient was hospitalized due to a stroke and died. Investigator has assessed that the event was not related to the device or the procedure.